Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor notified zoll manufacturing corporation that a patient passed away on (B)(6) 2016. An arrhythmia was detected at 23:33:13 on (B)(6) 2016. The patient's rhythm at the time was bradycardia at 50 bpm transitioning to vf with motion artifact transitioning to svt at 155 bpm. The rhythm then transitions back to vf with CPR artifact. The response buttons were pressed at 23:33:18, preventing treatment. It is unknown who pressed the response buttons. The device was shut down and removed at 23:37:22 on (B)(6) 2016. The device was removed by hospital staff to perform CPR. The patient later passed away on (B)(6) 2016.